Manufacturer narrative:
A united states customer contacted (B)(6) regarding a discordant, falsely elevated loci high-sensitivity troponin I (tnih) result on a patient sample obtained on a dimension exl w/lm system. (B)(4) completed the investigation of the event. Hsc evaluated the information provided and the instrument data logs. No product non-conformance was identified with the tnih assay or the dimension exl w/lm system. Quality control (qc) and calibration were within expectations at the time of the event and no other patient samples were reported to have experienced this issue. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl with lm system. The discordant result was not reported to the physician. The same sample was reprocessed on an alternate dimension exl 200 system. A lower result, considered correct, was obtained and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tnih patient result.